Manufacturer narrative:
The guide wire was not returned for evaluation. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other incidents. The investigation determined the reported difficulties appear to be related to the operational context of the procedure. There is no indication of a product quality issue with respect to manufacture, design, or labeling.

Event description:
It was reported that the procedure was performed in distal right coronary artery (rca) with heavy calcification and tortuosity. The bmw guide wire was advanced with some resistance to the target lesion. The xience skypoint stent delivery system (sds) was advanced, but resistance was noted due to the anatomy and before it reached the target lesion, the sds ricochet and the guide wire and sds lost vessel access. The devices were removed and outside the patient anatomy, it was noted that the bmw guide wire tip had unraveled. The guide wire remained in one complete unit. A new guide wire and new sds were used to complete the procedure. There was no adverse patient effect and no clinically significant delay in the procedure. No additional information was provided.